Event description:
Additional information was received from a manufacturer representative and a consumer regarding the patient. It was reported that there was an alleged overdischarge. The patient¿s implantable neurostimulator was in overdischarge and couldn¿t communicate with any external components. The last successful charge was (B)(6) 2017, and the overdischarge occurred in (B)(6) 2017. An antenna locate feature was performed because the manufacturer representative wanted to make sure that he was over the implantable neurostimulator. They saw 23-40 and then saw the power on reset message and normal charging started. It was reviewed that the implantable neurostimulator was likely in a shallow overdischarge. The manufacturer representative was able to take the implantable neurostimulator out of overdischarge, and after it was taken out of overdischarge, the battery was too low to reprogram, so the patient was sent home to recharge the implantable neurostimulator. Additional information was received on 2017-03-21 that reported that starting in 2017, the implantable neurostimulator was dying faster and that the patient has to charge weekly. The implantable neurostimulator was not staying charged. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.